Manufacturer narrative:
H10: the customer was provided a service proposal for diagnostic and corrective repair action; however, elected to decline the proposal. No service activity was performed by philips. No further details are available at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer, reporting low tidal volume values occurred on the v60 ventilator. It is unknown if the device was in clinical use. There was no report of harm or other impact to a patient or user impact.